Manufacturer narrative:
Product complaint # : (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and evaluated. Visual observation reveals that the active tip looks in an as expected used condition. Debri was visible in the suction port at the distal end. Saline residue can be seen in the suction tubing. The device was not tested for safety purposes.the device was forwarded to the manufacturer for further investigation into the observed failures. The manufacturer performed both electrical and functional tests,the device successfully passed the electrical testing and flow rate test was failed. A small diameter wire was fed up the suction tube to locate the blockage. The wire travelled to the distal end at which point it could be seen that the tissue that was previously noted in the suction port was being disturbed. Although the tissue was being agitated the blockage could not be moved. Hence,the reported condition could not suck can be confirmed. However no manufacturing defect was found.the root cause for the reported . Reported suction blockage to be normal procedural debris (tissue) within the active tip. The product IFU cautions not to allow the electrode to become covered in tissue debris. Since,there was no lot number availbale,which precludes in conducting manufacturing record evaluation. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI:: (B)(4). The lot number is unknown.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The lot number is unknown.

Event description:
It was reported by the affiliate that the reported vapr premiere 90 electrode could not suck during the surgery on (B)(6) 2019. Although, the surgeon wiped out the probe tip, it was not improved. The surgery was finished without any other problem although it was not reported how the surgery was completed. It was brand new and the first use when the issue occurred. There was no information of surgical delay and no harm to the patient. No further information was provided by the hospital.